Manufacturer narrative:
Sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during lens fragmentation, an ophthalmic handpiece initially worked but later was unable to fragment the lens. The surgery was completed on the same day using a vitrectomy probe, and there was no patient harm.